Event description:
It was reported that last (B)(6) the patient fell and broke her tailbone. It was thought that the fall might have done some damage to the implantable neurostimulator (ins) or therapy. Right next to the implant site, the patient would feel a very sharp pain. On the date of this report, the patient was given an ¿injection¿ by a health care professional. The patient also lost the patient programmer. It was later reported that the pain could be caused by something else, but the doctor wanted to rule out the stimulator as the cause. The pain felt ¿like a nail¿ in the top of the ins. It was noted that the patient had been getting injections at that site, and it was thought that something might be wrong with the ins. The patient had an appointment with a health care provider on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, serial# unknown product type: programmer. Patient product ID: 3487a-33, lot# j0406266v, implanted: (B)(6) 2004, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient wanted to have her implantable neurostimulator (ins) checked due to ¿pain back there.¿

Event description:
Additional information received reported that the cause of the event was a fall and broken tailbone. The patient denied any effectiveness from the device in years. The patient admitted to a sharp stabbing pain around the implant. The patient was requesting that the implant be evaluated to achieve effectiveness and pain relief. No patient hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).